Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, and basic occlusion test. The insulin pump was received stuck on a motor error alarm that occurred during the bolus delivery. No motor position encoder error alarms could be verified due to alarms for a corrupted history file. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, cracked reservoir tube window corners, a cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Event description:
It was reported that the customer received multi motor error alarms as well as a motor position encoder error. Customer's blood glucose level at the time 300 mg/dl. Advised insulin pump would be replaced. No additional information was provided.